Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance. This is a solicited report by a nurse from (B)(6) of sterile peritonitis, vomiting and diarrhea in a patient coincident with dianeal pd4 unknown bag therapy, intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2010, the patient received dianeal pd4 unknown bag (lot number 10106530; dose and frequency not reported) ip for apd. On (B)(6) 2010, the patient was diagnosed with sterile peritonitis manifested by hazy colored effluent and abdominal pain. The patient also had vomiting and episode of diarrhea. On (B)(6) 2010, the patient went to the hospital. The patient improved with discontinuation of the pd solution. On (B)(6) 2010, the patient received treatment with vancomycin 2 grams ip stat dose and ciprofloxacin 500 mg twice daily (given until (B)(6) 2010). The patient was discharged from the hospital on the same date. On (B)(6) 2010, the outcome of the events was reported recovered. Dianeal pd4 unknown bag was not reintroduced. The reporter considered the severity as moderated and reported the causality assessment for the events of sterile peritonitis, vomiting and diarrhea to dianeal pd 4 unknown bag therapy as unassessible.